Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 6mm from the tip and is approximately 36mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient was presented with atherosclerosis of peripheral arteries. The target lesion was located in a non-tortuous superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, when the physician tried to inflate the balloon, it would not hold any pressure at all, and contrast was observed outside of artery. The procedure was completed successfully with no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The patient was presented with atherosclerosis of peripheral arteries. The target lesion was located in a non-tortuous superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, when the physician tried to inflate the balloon, it would not hold any pressure at all, and contrast was observed outside of artery. The procedure was completed successfully with no patient complications nor injuries reported.